Manufacturer narrative:
(B)(4).

Event description:
It was reported the dyonics powermini shaver overheated. This was discovered during testing so there was no associated delay or patient impact.

Manufacturer narrative:
Visual evaluation was performed on the exterior of the device and no damage was observed. Customer¿s complaint of overheating could not be confirmed. Product passed functional and high speed testing (100-5,000 rpms) for 10 minutes. Unit passed functional tests on both dii and dii eip test control units with and without a footswitch. Mdu did not overheat during the functional testing. Three different type blades were also used during functional testing and no overheating occurred. All functions performed as expected. No device problems were found.